Event description:
Patient presented with low impedance. X-rays were received and reviewed for the patient. Ap chest and lateral x-rays were received. Per the x-rays, the generator placement appeared to be normal in the left axillary chest area. The dual lead pins appear to be fully inserted. The feed through wires, as well as the lead wire present at the connector pin, appeared normal. The lead was observed in the neck and chest. A section of the lead appears to be behind the generator and could not be assessed. In all other portions of the lead visible, no gross lead fractures or other anomalies were observed. The lead can be seen looped and crossing over itself near the generator as well as near the electrodes. It also appears that the tie-downs near the electrodes may be holding two different portions of the lead together although this could not be confirmed due to the image angle and quality. Based on the images provided, a root cause of the low impedance could not be confirmed with the available x-ray images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported the patient had another generator replacement performed. Low impedance continued to be observed. The surgeon choose to not replace the lead despite the recommendation from the neurologist and company representative. No known surgery for the suspect device (lead) has occurred to date. No additional relevant information has been received.

Event description:
Information was received that no intervention has been planned as patient has been seizure free since device has been off. No other relevant information has been received to date.

Event description:
A periodic data review was performed for the patient and high impedance was observed. No other relevant information has been received to date.